Event description:
Event was reported on 12 jun 24 the device was implanted on (B)(6) 2024. When the package was opened during the procedure, a different type of device was inside the packaging from what was expected based on the labelling. The procedure continued and the device was implanted. The device is not available to be returned for analysis. There was no consequences regarding the patient of this event.

Manufacturer narrative:
Clinical code 4582 - no clinical signs, symptoms or conditions: there was no consequences regarding the patient of this event. Impact code 4630 - modfied surgical procedure : the device had to be adapted to the patient's anatomical and surgical need 4632 - prolongled surgery : the device had to be adapted to the patient's anatomical and surgical need required : the response from the queries was received on 14 jun 24 confirming that they had to adapt the graft with bifurcated branch anastomosis. Medical device code 2975 - manufacturing, packaging or shipping problem: the device was completely different. The labels and IFU referred to a thp and not tha device that was inside the package. Component code 4755 - part/component/ sub assembly term no applicable type of investigation 4110 - trend analysis: a 5 year review of similar complaints (packaging & labelling > mispackaging) was performed for the below. · all boxed product gave an occurrence rate of (B)(4) (complaints v sales). No negative trend in the number of complaints received has been identified. · thoraflex hybrid device only; no statistical analysis could be performed as this is a first time occurrence for thoraflex hybrid devices 4111 - communication/interviews: further information was received on 14 jun 24 from the site which confirmed, the implant went well although the strategy changed during the surgery. The graft was adapted with bifurcated branch anastomosis. 3331 - analysis of production records: comprehensive batch review was performed batch ID 25104934 (thp2628x100) & batch ID 25104934 (thp2628x100) and both device's were manufacture to specification. There was a mix up at the packaging stage. 4117 - device not accessible for testing: device remains implanted investigation findings: 4245 - packaging contains incorrect or incomplete device: the images provided with the intake form were reviewed by the manufacturer's sme (subject matter expert) confirming that the device in the image was a 150mm length thoraflex hybrid anteflo device. It also appeared that the stented section of the device had 10 rings. The only stented section manufactured with 10 rings is a 3032 device. Therefore it appears that the implanted device was a tha3032x150. After the implanted device was identified , manufacturing records review was carried out to verify if any tha3032x150b device was manufactured within the same time-period. The search showed x1 thoraflex hybrid ante-flo device batch ID 25104948. This batch was still onsite at vascutek ltd within the warehouse. Analysis of the device was carried out on 13 jun 24 by the r&d team (research & development). The analysis concluded that the device in the packaging did not match the labeling on the pouch, foil bag or carton: these indicated a thoraflex hybrid ante-flo device instead of a thoraflex hybrid plexus device that was found in the packaging. Investigation conclusion 11- conclusion not yet available.

Manufacturer narrative:
Clinical code 4582 - no clinical signs, symptoms or conditions: there was no consequences regarding the patient of this event. Impact code 4630 - modified surgical procedure: the device had to be adapted to the patient's anatomical and surgical need 4632 - prolonged surgery: the device had to be adapted to the patient's anatomical and surgical need required: the response from the queries was received on 14 jun 2024 confirming that they had to adapt the graft with bifurcated branch anastomosis. 4642 - additional device required: the graft was adapted with bifurcated branch anastomosis. Medical device code 2975 - manufacturing, packaging or shipping problem: the device was completely different. The labels and IFU referred to a thp and not tha device that was inside the package. Component code 4755 - part/component/ sub assembly term no applicable. Type of investigation 4110 - trend analysis: a 5 year review of similar complaints (packaging & labelling > mispackaging) was performed for the below. All boxed product gave an occurrence rate of (B)(4) (complaints v sales). No negative trend in the number of complaints received has been identified. Thoraflex hybrid device only; no statistical analysis could be performed as this is a first time occurrence for thoraflex hybrid devices 4111 - communication/interviews: further information was received on 14 jun 2024 from the site which confirmed, the implant went well although the strategy changed during the surgery. The graft was adapted with bifurcated branch anastomosis. 3331 - analysis of production records: comprehensive batch review was performed and no issues were identified during the manufacturing process. 4117 - device not accessible for testing: device remains implanted. Investigation findings: 4245 - packaging contains incorrect or incomplete device: the images provided with the intake form were reviewed by the manufacturer's sme (subject matter expert) confirming that the device in the image was a 150mm length thoraflex hybrid anteflo device. It also appeared that the stented section of the device had 10 rings. The only stented section manufactured with 10 rings is a 3032 device. Therefore it appears that the implanted device was a tha3032x150. After the implanted device was identified , manufacturing records review was carried out to verify if any tha3032x150b device was manufactured within the same time-period. The search showed x1 thoraflex hybrid ante-flo device batch ID: 25104948. This batch was still onsite at vascutek ltd within the warehouse. Analysis of the device was carried out on 13 jun 2024 by the r&d team (research & development). The analysis concluded that the device in the packaging did not match the labeling on the pouch, foil bag or carton: these indicated a thoraflex hybrid ante-flo device instead of a thoraflex hybrid plexus device that was found in the packaging. Investigation conclusion: 23 - manufacturing deficiency: the ID tag was removed at packaging area and attached to the DHR stapled within a self-grip bag. The operator would have to have had both products on packaging bench at same time with tags removed. As this is the only process where the tags are removed, it indicates the location where the product mix up of those devices happened.

Event description:
Event was reported on 12 jun 2024. The device was implanted on (B)(6) 2024. When the package was opened during the procedure, a different type of device was inside the packaging from what was expected based on the labelling. The procedure continued and the device was implanted. The device is not available to be returned for analysis. There was no consequences regarding the patient of this event. This report is being submitted as a follow up 1 for manufacturing report #9612515-2024-00046 to provide event closure information for (B)(4).